Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of why the stimulator stopped working was due to patient compliance with charging. The rep reported that analysis was going to be done and plan for replacement. The patient stated her husband didn¿t want her to have a replacement at this time. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulator stopped working, and they were talking with a manufacturing representative (rep) about getting a replacement. They indicated that it stopped working a couple of months ago. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). The patient reported that she hadn¿t been able to charge the ins for about a month and a half because the recharger antenna was damaged. The patient received the new recharger antenna but reported that her ins wasn¿t working and won¿t charge and the patient programmer (pp) wouldn¿t connect with the implant. The patient reported that the recharger ¿wouldn¿t do anything¿ and the recharger screen was blank, but then wasn¿t sure if it was blank. The patient didn¿t get equipment out to check. The patient didn¿t want to troubleshoot over the phone and would troubleshoot with a manufacturer¿s representative (rep) at her appointment. The patient had an appointment on (B)(6) 2018. No further complications were reported.